Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages after filling the cartridge with 300 units of insulin. The customer's blood glucose level was 400 mg/dl, which was addressed with manual injections. The customer confirmed that the supplies would be changed upon returning home.